Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the endoscope has foreign material; the air water tube had foreign material, the air water cylinder had foreign material, and the distal end had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. It was observed that the endoscope had foreign material. The scope cylinder had discoloration, the objective lens had a scratch, the light guide lens had a crack, and the distal end was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.